Manufacturer narrative:
Additional information was received and added to the event description. Patient information received the software analysis determined that this was not a software issue since a hardware part was replaced and resolved the issue. No failure found. Aro language: it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Handswitch component replaced to resolve. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that there was about a 5 minuted delay in the case.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: rev. 1 : s/n n/a. Patient information was unavailable. A medtronic representative went to the site to test and service the equipment. It was found that there was no fluoro exposure. The problem was traced to the x-ray hand switch. It was noted that the system could be used with the foot switch. The defective hand switch was replaced, thus resolving the issue. The system then passed the system checkout and was performing as intended. The hand switch was returned for further evaluation. The hand switch was installed into a test system. The system booted and readied. When actuated, the 2d button would not acquire an image. 3d and store button were functioning as expected when pressed. It was determined that the hand switch was faulty. There was an electrical failure with the hand switch. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the clinical case the site was unable to take a 2d image and a 3d spin. The site was able to start the spin, but then it quit halfway through. The site had tried to take another spin, but they were unsuccessful. The imaging system was taken out of the room and was not used. Navigation was also aborted. The delay to the case was unknown. There was no impact on patient outcome.